Event description:
It was reported that before injecting, when inserting the slip syringe tip into the 22ga. 3.81 injection needle, leakage was noted around the injection needle hub. It was at that time the hub appeared to be cracked. As a result, it was exchanged with a 22ga. 6.98 introducer needle.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.